Event description:
It was reported that the customer received a quick bolus alert on the pump but was unable to clear it. The customer reset the pump in order to get the alarm to clear. There was no reported impact to the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.